Manufacturer narrative:
Incident details: the customer reported that a pu-621ra unit had missed an alarm. The customer requested for the alarms to be investigated. There was no patient harm or injury. Investigation summary: the root cause cannot be identified as the necessary information from the alarm logs could not be obtained. According to the rpn table above, the risk assessment of this issue can be categorized as medium. The customer was unable to provide the necessary information from the alarm logs as the alarm logs had already disappeared, so the countermeasure cannot be identified to prevent the recurrence. Because a countermeasure cannot be identified, no CAPA is required.

Event description:
The customer reported that their central nurse's station (cns) missed an alarm. No patient harm or injury was reported.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) missed an alarm. No patient harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nurse's station (cns) missed an alarm. No patient harm, or injury was reported.